Manufacturer narrative:
Device passed the displacement test, self test, sleep current measurement and active current measurement. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected power loss alarm noted in the long trace or pump history. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump was not turning back on after battery change. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.